Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No product was provided for evaluation. The reported loss of connection could not be confirmed and a probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information, device availability - additional information, if follow-up, what type - additional information/device evaluation, device evaluated by manufacturer - additional information, event problem and evaluation codes - additional information.

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Global transmitter final functional test passed. The customer complaint of loss of connection was not confirmed because the transmitter passed the functional test. A probable cause could not be determined via product evaluation.